Event description:
It was reported via repair work order that there was a loss of motor functions due to the misalignment of the fowler micro switch. It was also reported that the power cord had damaged sheathing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.